Event description:
It was rpeorted to bsc/target that the guglielmi detachable coil detached prematurely during the procedure. The condition of the patient is unknown. At this time it is unknown the specific type of gdc product, catalog number, and therefore, its pertained 510k number; the only information provided by the physician was that it was a gdc product. Attempts have been made to obtain additional information through a company representative. The only information that was obtained from the physician was that all products related to this event were thrown away. If any information is given, a follow-up report will be submitted.